Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The iab was inserted into the pt surgically. After iabp for 1 1/2 hours, blood was noted in the pump. The "leak alarm" sounded from the pump and the iab leaked. The iab was removed and a second iab was inserted into the pt. (Event complications: none from the event - reported 2/27/98.) (Pt's current status: better - rpt'd 2/27/98.)